Event description:
It has been reported to philips that the system would no longer boot up. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) evaluated the system and determined a failure of the 1-phase ups data integrity controller had occurred during system startup. Upon further investigation, the fse determined the 1-phase ups failure caused a short circuit and damaged the suite pc and flexviewing pc. To resolve the issue, the fse bypassed the 1-phase ups, replaced both the suite pc and flexviewing pc. The system was returned to use in good working order and ready for clinical use. The suite pc was returned for analysis. Functional testing revealed that the power supply unit (psu) in the suite pc was defective. The flexviewing pc was returned for failure analysis, and no failures were observed. The codes were updated based on the investigation outcome.